Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician heard a release of air coming from the metal portion of implantable pulse generator (ipg) prior to inserting the leads into the ports. The device performed as expected and the rest of the procedure went as expected. The device remains in use. No patient complications have been reported as a result of this event.